Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing on the original system and an alternate access 2 immunoassay system recovered results within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and determined the wash pump was leaking and the incubator belt required replacement after performing a failing high sensitivity system check. The fse rebuilt the wash pump and replaced the incubator belt and clips. The fse performed passing system checks and troponin I precision testing to verify system hardware. The unit conformed to the manufacturer's published performance specifications. Patient samples were full green top plasma tubes centrifuged at 3,000 rpm (revolutions per minute) for six minutes. The customer noted the sample was not hemolyzed or icteric. Quality control (qc) for the past month had been within the customers established ranges. This medwatch report is related to MDR 2122870-2012-00695.